Manufacturer narrative:
Eval summary: the stem fracture likely occurred at the junction with the body component by fretting fatigue. However, this can not be confirmed since the device was not returned for eval. The package insert and/or surgical technique contains statements warning that the device fractures may occur where excessive pt activity and/or lack of proximal support are involved. The returned x-rays show bone defects around the body-stem junction and on the lateral side of the body. This may indicate reduced proximal support, however, this can not be confirmed as the x-ray shows that the implant body is shifted varus due to crack initiation on the stem. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.

Event description:
It is reported that the device was implanted in 2004 and was explanted in 2008, due to the stem fracturing.